Manufacturer narrative:
(B)(4). Date sent: 8/26/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported post implant of lxmc17, patient had ongoing and persistent dysphagia regardless of dilation, steroid use or medical endoscopic treatments. The device was explanted. An upper gi study will be done prior to patient being discharged.

Manufacturer narrative:
(B)(4) date sent: 10/09/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 24771 was reviewed. No ncs, reworks, or defects related to the product complaint were found.